Event description:
It was reported that the patient experienced underdose symptoms, specified as increased spasticity. A dye study was done. The sutureless pump connector was found to obstruct flow from the pump. A partial catheter replacement of catheter serial (B)(4) was done on the report date. The explanted catheter segments were to be sent back to the manufacturer for analysis. The patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that the pump was replaced because the elective replacement indicator (eri) was to occur in 6 months. There was no allegation against the pump. The reporter was not aware of any complications.

Event description:
Additional information received reported the pump was being used to deliver gablofen. The start date of baclofen intrathecal treatment was 1999 and treatment was ongoing. The patient was doing well and spasms were controlled with intrathecal therapy.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of catheter serial # (B)(4), revealed coring/tears/cuts in the seal of the sutureless connector, which was possibly caused by an occlusion and was not misaligned. The coring/tears/cuts met leak criteria.